Event description:
It was reported that the patient was not receiving adequate pain relief, and the implantable pulse generator (ipg) was causing pain. The patient underwent explant procedure and was doing well postoperatively. The explanted device will not be returned as facility kept it.